Event description:
Customer's daughter reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 568 mg/dl. Customer was weak and dehydrated. The previous day's blood glucose reading was in the 600 range. Customer also takes diuretics. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.